Event description:
It was reported that this right ventricular (rv) lead exhibited one high out-of-range (oor) single shock impedance reading of 126 ohms. All other measurements were noted to be around 120 ohms. Physician was not concerned and planned to monitor the patient in a 3-month follow-up. This lead remains in service and no adverse patient effects were reported.